Event description:
Had three grafts anastomosed with aortic connectors. Six months postoperatively, cardiac catheterization demonstrated two of three grafts were occluded and ptca/stenting was performed. The pt had a history of hypertension.